Event description:
Pt on cardiac catheterization lab table for a complicated atrial flutter ablation, followed by a permanent pace insertion, followed by an av atro-ventricular node ablation. At the end on the case, the grouding pad was removed from the pt's left hip and along the upper corner, redness of the skin and a single blister was noted. Bacitracin and regaderm were applied. During this case, the amount of ablations and higher wattage required may have contributed to the burn. Pt is doing well.